Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with the highest blood glucose of 319 mg/dl over approximately three hours while using a contact detach infusion set. Upon inspection, kinks were identified in the contact detach tubing, which resolved only after a full supply change. The symptoms included elevated blood glucose. Outcomes included use of backup therapy with a subcutaneous insulin dose of 18 units and recommended temporary disconnection from the device, with no reported medical assistance or immediate health effects. Investigation included troubleshooting and education by support, review of the infusion set and tubing for mechanical issues, and provision of a goodwill replacement supply. Investigation of this case revealed kinked tubing and a suspected occlusion at the infusion set and tubing level. It was concluded that insulin delivery was impeded due to tubing kinks, leading to hyperglycemia, and that the issue resolved after replacing the infusion set and related supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.